Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion (bd) alert, indicative of premature battery depletion. Review of device data by boston scientific technical services confirmed the battery was depleting faster than expected, device replacement was recommended. The s-ICD remains in service and there were no adverse patient effects reported. This event will be updated should a revision procedure be performed and/or the s-ICD be returned back from the field for analysis.